Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable.

Event description:
On an unknown date, gore excluder aaa endoprostheses were explanted from this patient due to aneurysm enlargement with no evidence of an endoleak. Upon conversion, the physician identified a type ii endoleak from a lumbar artery. The patient tolerated the procedure.